Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft for descending aortic aneurysm. On an unknown date, follow-up examination revealed aneurysmal part distal to the device. It was reported that the stent graft had a linear shape. The patient also complained of back pain. (1000-e:-other) on (B)(6) 2022, the patient underwent reintervention. Two additional stent grafts were deployed to extend the device distally. The patient tolerated the procedure. The physician stated that the cause was that the tgu343415j device on the distal side was oversized at the time of the initial procedure.